Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with spouse's high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer took out infusion set and the tip was noted to be bent. The customer states they received no delivery alarms. The incident was documented and the customer was advised to monitor the device and change set.